Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing right bundle branch block (rbbb). During the implant of the transcatheter valve, an 18 french 65 centimeter (cm) non-medtronic introducer sheath (dryseal) was used with the delivery catheter system (dcs) to implant the valve at a depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following the implant of the valve, no block/conduction disturbance was observed, and the pacing lead was removed. It was reported that several hours following the implant procedure, complete heart block (chb) was observed and a permanent pacemaker was subsequently implanted. Additionally, a cerebral infarction occurred and the patient developed paralysis of the limbs. It was reported that the patient underwent rehabilitation. Additional information was received that the stroke was confirmed via magnetic resonance imaging (MRI), and the stroke was ischemic. The patient experienced gait disturbances in result of the stroke, and the stroke symptoms present immediately following surgery. It was further reported that the ischemia did not resolve. Additional information was received that the patient was discharged after rehabilitation with no further serious consequence due to cerebral infarction.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was confirmed via magnetic resonance imaging (MRI), and the stroke was ischemic. The patient experienced gait disturbances in result of the stroke, and the stroke symptoms present immediately following surgery. It was further reported that the ischemia did not resolve.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2026-09-18, UDI: (B)(4). Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing right bundle branch block (rbbb). During the implant of the transcatheter valve, an 18 french 65 centimeter (cm) non-medtronic introducer sheath was used with the delivery catheter system (dcs) to implant the valve at a depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following the implant of the valve, no block/conduction disturbance was observed, and the pacing lead was removed. It was reported that several hours following the implant procedure, complete heart block (chb) was observed and a permanent pacemaker was subsequently implanted. Additionally, a cerebral infarction occurred and the patient developed paralysis of the limbs. It was reported that the patient underwent rehabilitation.